Manufacturer narrative:
(B)(4). As the devices were not returned for evaluation, a failure analysis of the complaint devices could not be performed. The device history record (DHR) review and similar incident query for this product was not performed because this incident was based on an article involving multiple patients and mitraclip devices with no lot information provided. The analysis of this complaint was an assessment of the information provided to abbott vascular. Potential causes for failure to adhere or bond to the leaflets, and single leaflet device attachment (slda, when the deployed clip is attached to one leaflet instead of two) leading to incomplete coaptation can include, but are not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique and procedural conditions (procedural circumstances influencing the ability to grasp the leaflets). With respect to the patient condition, procedural conditions and/or user technique, the difficulty in grasping both leaflets may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. Based off the research article, the reported failure to adhere or bond to the leaflets and slda may have been related to patient/procedural conditions, as the study involved a wide range of patients with varying anatomies and pre-existing conditions. However, due to the limited amount of information available and the extensiveness of the research study performed, a definitive cause of these events cannot be determined. Additionally, follow up was sought from the specific account associated with the article; however, no additional information could be obtained. There does not appear to be any indication of a product quality deficiency. In regards to the fractured actuator knob, no further clarification on the type of damage exhibited with the actuator knob was reported in the article or could be obtained. Potential causes for damage to the actuator knob may include, but are not limited to, patient conditions (such as anatomical morphology/pathology resulting in increased tension on the device), user technique or procedural conditions (excessive tension on the device during procedure), or manufacturing anomalies (loctite and/or accelerator not applied or fully cured, causing knob detachment). Since no additional information regarding the failure mode was available, a definitive cause for the fractured actuator knob could not be determined; however, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Mean age of patient population; estimated date of occurrence. The mitraclip remains in the anatomy. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional adverse patient effects and deaths referenced in the article are filed under a separate medwatch report#. Percutaneous mitral valve repair with the mitraclip: early results from the mitraclip asia-pacific registry (mars) : khung keong yeo, mbbs; jonathan yap, mbbs; eric yamen, md; nasir muda, mbbs; edgar tay, mbbs; darren l. Walters, md; teguh santos, mbbs; xianbao liu, md; paul jansz, md; james yip, mbbs; robaayah zambahari, mbbs; jurgen passage, md; tian hai koh, mbbs; jian'an wang, md; gregory scalia, md; tvandito kuntjoro, mbbs; amiliana m. Soesanto, mbbs; david muller, md. Publication: eurointervention 2014.

Event description:
It was reported through a research article identifying the mitraclip that the device may be related to the following device issue: inability to grasp leaflets, fractured actuator knob and single leaflet device attachment. Individual patient or procedure information was not provided. Details regarding these device issues are listed in the attached article, titled "percutaneous mitral valve repair with the mitraclip: early results from the mitraclip asia-pacific registry (mars)".